Event description:
It was reported that the device's connector on the battery has broken pins. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a battery pca(printed circuit assembly) was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.